Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was the name of the initial procedure? No further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Does a piece of the needle remain in the patient¿s tissue? No further information is available. What tissue structure is it located? Size of the needle piece? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2020 and suture was used. During the procedure, the needle was broken at the swage part during suturing. Further details were not provided. There were no adverse consequences to the patient.